Manufacturer narrative:
Visual and functional examination found that the cable was damaged at amphenol connector strain relief proximately.

Event description:
It was reported that the black footswitch cable was found to be working intermittently during testing. No further information was given.